Event description:
It was reported that during a lap cholecystectomy procedure, one device was used and failed. The event had no effect on patient. Case completed with another device of the same product code. One device returning.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.